Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was receiving fluorouracil ivpb 1540 mg in dextrose 5% in water - 1000 ml IV piggyback daily over 24 hour(s) infusing at 43ml per hour. The user noticed a leak due to a hole in the IV pump tubing. The leak occurred at the silicone segment where it connects to the blue connector the IV tubing was attached to patient. No harm reported to patient or user.

Manufacturer narrative:
The customer complaint of tubing leak could not be confirmed per picture received by customer. The customer provided a picture of them holding the pumping segment; however it was not cleared were the leak occurred.